Event description:
Information received by medtronic indicated that system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection) occurred during ablation of ripv. The catheter was replaced and the cryoablation procedure was completed without further issues. There were no patient symptoms or complications related to the event. When the device was returned, pressure testing revealed a leak through the guide wire lumen. Reportable based on analysis completed on 05/28/2014.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Smart chip verification indicated the catheter was used for 18 injections. The reported system notice (B)(4) issue has been confirmed through testing. The catheter failed the returned product inspection due to guide wire lumen breach. Visual inspection of catheter showed traces of blood inside the inner balloon. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach observed. Dissection showed a guide wire lumen breach at 1.3 inches from the tip inside the heat shrink. Dissection of the handle did not show traces of blood. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended. This report will be recorded and trended.